Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels. Customer's blood glucose level went as low as 50 mg/dl. Customer advised their father died and they threw everything into a bag to go on a plane and get to the funeral. Customer advised they have received multiple low blood glucose levels since the loss of their father. Customer treated their low blood glucose with juice and 3 bite size snicker bars. Customer advised they felt fine but their eyesight and head were cloudy. Customer advised they lost their transmitter and they need a replacement transmitter to be sent out. Customer declined to troubleshoot for low blood glucose levels.